Event description:
The complainant reported that the patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced a purge issue. That was resolved by switching to a backup controller. No patient harm was reported due to the issue .

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The blue receptacle had a gap between itself and where it usually is placed which would have caused the purge assembly to be unable to detect purge fluid during operation as well as other errors stemming from an unaligned purge system. The cause of the issue was a broken blue receptacle. This report is being filed as part of a retrospective review of historical records.